Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. Reportedly, the patient replaced the battery cap and the battery, but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings:visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fit securely to the pump. The pump would not power on and was completely unresponsive. The pump cover was removed and the main pcb was found to be without power. Investigation revealed a broken power wire solder connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).